Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's right eye due to refractive surprise. The pre-operative visual acuity was 20/60 and post-operative acuity was 20/30. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between mar 7, 2022 and apr 5, 2022. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: apr 27, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no further issues were observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issue was not confirmed. The other observed issue during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.